Event description:
Patient scheduled for a left total knee artheroplasty (ltka). Intraoperatively surgeon reported to the crew once the cement was mixed, cement was tacky and set up quicker than manufacturer's guide. Once the surgeon went to implant the patella, a concern was addressed in that the cement was hard to work with. At that time the or crew opened an additional unit of cement along with an additional mixing bowl. Case proceeded in a normal sterile fashion.